Event description:
Facility reported that the small battery drive does not function properly. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The lot# provided in the initial medwatch is the supplier lot#. The synthes lot number is 5384885. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that the unit does not function properly was confirmed. The device was tested and the complaint was duplicated; it has sticky trigger, unusual sound, worn head. Evidence indicates this is due to usage wear over time. Placeholder.